Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue. However the issue was intermittent, therefore further component cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that several buttons on their device were not functioning, including the charge button. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.